Event description:
On 10/15/99 pm, fmc was notified through facility that a death occurred at the user facility. Qs was currently investigating complaint pir# 9901452 with this facility. On 10/18/99 called facility to determine if co's product was in use with the pt death. The user facility confirmed that pt was initiated onto hemodialysis with a preprocessed f80a dialyzer. The dialyzer had been primed for use with 2000cc normal saline. The dialyzer was recirculated for one hour (amount of ultrafiltration not reported). The prime was discarded. As described, the priming procedure met with labeling for preparation for dialysis-dry pack. The concomitant products in use were: medisystems readyset bloodlines, granuflo concentrate with a loop/central delivery of acid and bicarbonate (lot and samples to be obtained). One minute into treatment, pt began coughing. Pt states "feels like last time." 10-15 seconds later, pt became unresponsive. Pulses were palpated, respiratory arrest. CPR initiated, auto defibrillator applied (with) no shockable rhythm detected. Emergency medical system notified and responded. Outcome (was) pt death. The dialyzer was saved. It is not rinsed and contains the pt's blood. On 10/19/99, this pt treatment history was provided by the reporting facility. It was found that pt was new to dialysis and this treatment was the 5th dialysis received. The first three treatments were uneventful. With the fourth treatment, the pt became symptomatic and complained of dyspnea, anxiety after 5 minutes of hemodialysis. The 4 hour hemodialysis was continued after benadryl 25mg IV was given. That dialyzer was also an f80a; however, it was a dry pack.